Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) shout - tornier shoulder outcomes study. Subject suffered from left shoulder prosthetic dislocation on (B)(6) 2021. Reduced in the ER. In between the initial doi on (B)(6) 2021 and the follow up visit on (B)(6) 2021, the subject experienced 3 left shoulder dislocations (reaching forward to put her shoes on in 1 instance and putting a rubber stopper on the bottom of her walker in another instance)."